Manufacturer narrative:
PMA/510(k) #: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) "use of bilateral cook zenith iliac branch devices to preserve internal iliac artery flow during endovascular aneurysm repair¿. Off label use: relining of the bridging stent graft with a self expandable stent was performed.

Event description:
Supplemental report is being submitted due to completion of the investigation. Marques de marino-¿ use of bilateral cook zenith iliac branch devices to preserve internal iliac artery flow during endovascular aneurysm repair¿. Off label use: relining of the bridging stent graft with a self expandable stent was performed.

Manufacturer narrative:
PMA/510(k) #: p050017/s006. Device evaluation: the zilver flex 35 vascular self-expanding stent device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a-the device did not return. Document review : prior to distribution zilver flex 35 vascular self-expanding stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is evidence to suggest that the customer did not follow the instructions for use (ifu0058-4). "The product is intended for use in the iliac, superficial femoral artery(sfa) and above the knee popliteal artery" it was off-label use as the stent was deployed in internal iliac artery to re-line the bridging stent graft. Root cause review: a definitive root cause could be attributed to off-label use. It was off-label use as the stent was deployed in internal iliac artery (iia) to re-line the bridging stent graft in the iia. There are no instructions within the IFU with respect to using the stent for this purpose therefore this is also considered to be off-label use. As both uses are considered off-label and both occurred in the iia, this file will capture both instances of off-label use. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.